Event description:
It was reported by the surgeon that the pt required a revision procedure to convert the component to a longer version following the pt's growth.

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Additional information such as product return, post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. It should be noted that the original complaint notes that a factor in the revision was to achieve lengthening in the patient. This could not be confirmed as there were no post revision x-rays provided. There is no indication that the reported revision was device related as no device or manufacturing related issues have been identified. The reported revision could be as a result of patient factors such as trauma, obesity, activity levels, disease progression or skeletal immaturity as is reported in this event and/or surgical factors or preferences and not necessarily related to the device itself. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends. Event date corrected from (B)(6) 2013 brand name corrected from "custom distal femoral implant" to "custom distal femoral replacement implant". Common device name/product code corrected from " distal femoral implant" to "limb salvage system/ kro".

Event description:
It was reported by the surgeon that the patient required a revision procedure to convert the femoral component to a longer version following the patient ' s growth. This is a supplemental report to 3004105610-2014-00197.

Manufacturer narrative:
The implant has not been returned for eval, therefore, a visual inspection has not been possible. A review of the manufacturing history confirms that the device was manufactured to specification. Review of the operation report from the surgeon confirmed that the prosthesis was only being revised due to the pt having growth and now requiring a longer stem. No deficiencies were alleged. Requests are being made for add'l info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).